Event description:
Baxter quality assurance reported that the customer experienced a battery low alert and the pump was promptly plugged back in. It was reported that this device had at least on battery discharge below alarm threshold. No pt injuries or medical interventions occurred.